Manufacturer narrative:
A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was returned to smiths medical the tampered seal label was missing, and scratches and cracks on lcd lens screen were noted. Functional tests were performed. The reported problem was duplicated; there was a constant air - in - line error alarm during investigation. The air detector sensor was determined to be defective and inoperable. Replacement of the air detector was done to correct the reported problem.

Event description:
It was reported that the device was alarming for "air in line." No patient injury was reported.